Manufacturer narrative:
Product analysis: there was slight damage to the distal tip of the device; however this damage is consistent with the use of the device in vivo. The stent was position on the balloon between the inner shaft maker bands as per specification requirements. The stent was deformed with raised struts at the 27th distal stent segment. The device failed negative purge. Upon inflation of the device, a leak was detected on the distal shaft; at 8.5cm proximal to the distal tip. Therefore, the device failed to maintain pressure and could not be inflated. Sem image of the device confirmed a tear on the distal shaft. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a resolute onyx drug-eluting stent to treat a lesion in the mid rca exhibiting 90% stenosis, severe calcification and moderate vessel tortuosity. The device was removed from its packaging as per IFU and inspected with no issues noted. Negative prep was performed on the device prior to use with no issues noted. During the procedure the lesion was pre-dilated with multiple balloons. It is reported that the balloon of the resolute onyx stent would not fully inflate. Resistance was encountered when advancing the device and excessive force was used. Inflation was tried again but the problem could not be solved therefore the device was replaced with a new resolute onyx stent. After that the lesion was post-dilated with nc sprinter balloons. The case was ended without complications. The same inflation device used with other devices pre or post the inflation difficulties encountered. No patient injury was reported. The physician believes that the event was procedural related and not device related. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.